Manufacturer narrative:
(B)(4). (B)(6) clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a 10mm x 80mm wallflex biliary rx uncovered stent was implanted to treat a malignant neoplasms due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2015 as part of the (B)(6) clinical trial. Reportedly, the patient had a history of pancreatic cancer and metastatic disease. Baseline liver function tests were conducted on (B)(6) 2015. On (B)(6) 2015 an assessment of biliary obstructive symptoms (abos) was taken and included jaundice. According to the complainant, the patient underwent the per-protocol (ercp) with stent placement procedure on (B)(6) 2015 and the procedure was completed as an outpatient procedure. A pancreatogram was performed during this procedure. Prophylactic antibiotics were not administered and prophylactic nsaids were administered. A prior biliary sphincterotomy had not been performed and a prior pancreatic sphincterotomy had not been performed. A pancreatic sphincterotomy was not performed during the stent placement procedure. The wallflex biliary rx uncovered stent was placed in a satisfactory positon across the stricture. On (B)(6) 2015, the stent was noted to be occluded due to ingrowth. The device event was not associated with an adverse event. The patient underwent an unscheduled biliary reintervention on (B)(6) 2015 for the management of biliary obstructive symptoms and was a result of a recurrence for the original biliary stricture. The procedure was completed as an outpatient procedure. The reintervention was not associated with an adverse event. Assessment of biliary obstructive symptoms was taken on (B)(6) 2015 and the following symptoms were identified: jaundice and dark urine. A 10mm x 80mm wallflex biliary rx fully covered stent was placed in a satisfactory manner. No adverse events were reported as a result of this event.